Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) was able to connect to the communicator, but that they are trying to connect to the patient's ins and the tablet is showing a message stating, "invalid data: all settings will be cleared" with the code 0e2bee93. Rep states she tried restarting the tablet and this did not resolve. When she hits cancel, it leaves the session. Rep states that when she hits continue it clears the therapy programming and just shows the voltage. Rep also states that when she initially went into the report, it doesn't look like it even tried to connect to the battery. Rep also states the physician a few weeks back had difficulty connecting to the ins as well. Rep states the battery is at eri and is getting replaced today, so she will contact the neurologist for the settings.